Manufacturer narrative:
(B)(4). Product analysis: the results of this investigation concluded fibrous thickening on all cusps, fibrous pannus ingrowth on inflow surfaces for cusps 1 and 3, outflow thrombus on all cusps, and a tear on cusp 2. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of fibrin, pannus, thrombus, and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrin, pannus, thrombus, and tear resulting in thrombosis and high gradient remains unknown.

Event description:
The information provided to sjm indicated a 27mm biocor valve was implanted in the aortic position of a patient. An echocardiogram on (B)(6) 2013 revealed moderate to severe prosthetic stenosis. A pre-operative echocardiogram demonstrated two cusps were immobile with tissue located at the base of the cusps. The valve was explanted due to thrombosis and high gradient. Increasing gradients were observed 2-3 years prior. The patient recently became symptomatic and elected reoperation. Calcification and a cusp tear were noted following explant. Recovery was without incident.